Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, broken belt clip slot, and a cracked reservoir tube lip. No blank display was noted. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump buttons got stuck when programming the basal rate, went blank, and then alarmed for a button error. The blood glucose reading was 210 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.